Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the shaft of the vitrectomy cutter fall off inside the eye, and a piece was successfully removed from the eye during vitrectomy surgery, and the product was replaced. There was no harm to the patient.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached customer photos confirm the reported issue of shaft fell off. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. The photo provided by the customer confirms that the shaft of the probe is detached from the rest of the probe assembly. The root cause for the component detachment is an adhesive bond failure which caused the needle assembly to detach from the rest of the probe assembly. How and when the adhesive bond failed cannot be determined, however a manufacturing related root cause cannot be ruled out. A non-conformance investigation was initiated in order to investigate the root cause of the component detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).